Event description:
A dialysis facility nurse reported a pt gained weight during a treatment on a 550 hemodialysis machine. It was reported that during the pt treatment the machine gave a "fl01" alarm. At that time,the nurse turned off the ultrafiltration controller. One and a half hours into the treatment, the pt experienced shortness of breath, complained of being uncomfortable and ascites was noted. The pt was administered oxygen, the dialysis treatment was stopped and the blood in the extracorporeal circuit was returned. The pt was weighed and it was determined that the pt gained 15 lbs. The pt was dialyzed on another machine for the remainder of their treatment and a substantial amount of the previous weight gain was lost.